Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the communication bus. A field service engineer removed the foil from the main 3.1 trays and drawer and reseated the cable connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system drawer 3.1 was not detected on the communication bus. The customer stated that the device had been rebooted and also tried to recover the storage space but still in failure. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.